Event description:
It was reported that a progav shunt system (#fv415t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system showed an over-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years, 10 months weight: 42 kgs height: 130 cm gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined but a deformation of the outer housing of the progav could be determined. The measurement of the plane parallelism could confirm that. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav operates within the accepted tolerance in the horizontal position. The shuntassistant does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine a non-adjustability at the progav and an accelerated outflow at the shuntassistant. The deposits visible in the valves and the deformation on the housing surface of the progav have led to the change in the malfunctions. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.